Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
Additional information/batch number (B)(4).

Event description:
It was reported that bd unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim: faulty bd pro safety venflon 18g ¿ fluid leaking through cap

Manufacturer narrative:
B3. The date received by manufacturer has been used for this h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed